Event description:
On (B)(6) 2011, the pt reported that the up button of her infusion device does not work properly. She noticed this today while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.